Event description:
It was reported that pt received unanticipated therapy. Upon interrogation, the device had mistaken atrial fibrillation as ventricular. Upon f/u, it was noted that the pt was not responding well to a new arrhythmia medication. The medication was changed and the pt was doing fine.

Manufacturer narrative:
This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward.